Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Unit passed displacement test, self test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. No e/a alarm noted during testing. Device received with scratched case, pillowing keypad overlay, and broken belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received an unspecified pump error. The customer's blood glucose level was 190 mg/dl provided at the time of the incident. The device will be returned for analysis.